Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: please note, this is for sterilization procedure only: part: 03.130.302s; lot: l594180; manufacturing location: selzach; supplier: (B)(4); release to warehouse date: september 29, 2017; expiry date: september 01, 2027. Non-sterile 03.130.302 / f-23028 was manufactured in selzach, supplier (B)(4); release to warehouse date: september 11, 2017. The device history record (DHR) shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material quality and hardness criteria at the time of release with no issues documented during the manufacturing process. Used material 1.4112 is identified and documented in certificate of conformance (coc) from supplier. Measured hardness is documented to be within specification as well. Visual inspection: the received drill bit is broken approximately 8mm from the fluted tip section. The tip and the cutting edges are rounded and worn. Dimensional inspection: outside diameter measured within specification per drawing. Material review: the used material was stainless steel 1.4112 as required and the measured hardness was within the specification. The broken surface is homogeneous what indicates material conformity as well. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Please also note; blunt drill bits require more mechanical power during the application, therefore we would like to draw your attention to the leaflet ¿important information.¿ ¿check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces.¿ we conclude that the cause of failure is not due to any manufacturing non-conformances. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Initial reporter occupation: reporter is synthes sales representation. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an open reduction internal fixation (orif) was performed with variable angle (va) hand system y-plate due to a fracture on the head of the radius. During the surgery, the tip of the drill bit broke and remained in the patient's bone for a while. Then, the broken piece was pushed with an unknown screw and was pulled out to through the other side as planned. It came out easily from the patient's body. It was unknown if there was a surgical delay. The surgery was completed successfully with no adverse consequence to the patient reported. Concomitant device: variable angle hand y-plate (part unknown, lot unknown, quantity 1). This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).